Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. During investigation it was found that the button presses did not activate desired pump functions. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the buttons do not always respond to presses. It was reported that the keypad is intact and the pump has not been exposed to moisture.